Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulty. In this case, it is likely that the balloon interacted with the heavily tortuous and heavily calcified anatomy such that the balloon became damaged and subsequently ruptured during inflation. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the distal right coronary artery (drca) with heavy calcification, heavy tortuosity and 90% stenosis. The 2.5x12mm nc trek neo balloon dilatation catheter (bdc) was advanced without resistance but the balloon ruptured during the first inflation at 12 atmospheres (atms). Another balloon was used to continue and complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.